Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced presyncope. There was low impedance and noise observed on the right ventricular (rv) channel. In addition, the electrogram readings were flat. The implantable pulse generator (ipg) was removed and replaced. Further follow-up investigation revealed that there continued to be rv noise exhibited. Reprogramming was performed, and the rv lead and ipg remain in use. Another procedure has been planned to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that there were pacing pauses exhibited, and a connection issue was suspected between the lead and device.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated an issue with the egm (electrogram). If information is provided in the future, a supplemental report will be issued.